Manufacturer narrative:
(B)(4): eval results: (niddm, former smoker and abnormal renal function), (death). Conclusion: (patient's condition predisposed event).

Event description:
The physician successfully deployed a 2.5 mm diameter x 18 mm length endeavor rapid exchange (rx) drug-eluting stent to the proximal left anterior descending, resulting in 0% stenosis. Ivus confirmed complete apposition of the stent to the vessel wall. The patient had already been in a state of shock with complications of cardiac failure and renal failure when he was transferred as an emergency case to hospital due to ami. Pci was performed and the site of stenosis was dilated. During the procedure, a wire perforation occurred at the 1st obtuse marginal. This was treated by intra-aortic balloon pump and drainage. It was difficult to reduce the amount of catecholamine as well as continued anuria after iabp was removed. Chdf was required. Treatment continued, but the patient passed away approximately one month post-procedure due to decreased pulse and blood pressure.

Manufacturer narrative:
The investigator indicated that the mi and subsequent death were not related to the study device.